Event description:
It was reported that during a ptca/stenting treatment procedure, the pt graphix int 300 cm guidewire fractured. The lesion being treated was a cto lesion located in the left circumflex coronary artery, the physician stated that during attempts to cross the lesion, the tip of the pt graphix guidewire broke off. There were no adverse outcomes and no attempt was made to retrieve the fractured portion as further attempts to cross the lesion were unsuccessful. No pt status is reported as "fine." The procedure date and device lot number are unk.